Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Conclusion summary: on (B)(6) 2019, it was reported that during preventative maintenance by flextronics it was noted that the unit had a damaged handle, the screws were not original, the roller and cutter were very dirty and required replacement and the side plates required replacement as well. The customer returned a meshgraft ii device, serial number 12962, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports. Product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the screws were not original, the cutter and the roller were contaminated, the handle was damaged, the side plates needed updated and the unit was out of calibration. Repair of the meshgraft ii was performed by flextronics on (B)(6) 2019 which included replacement of the cutter, roller, handle, side plates and screws. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the handle was damaged, the screws were not original, the cutter and roller were contaminated and the side plates needed updated. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the handle was damaged, the screws were not original, the cutter and roller were contaminated and the side plates needed updated. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit damaged handle replaced, not original screws replaced, defective roller and cutter replaced, side plates replaced. The cutter and the roller were very dirty, could not be cleaned. The cutting sample neither was satisfying (sample graft proper mesh fail). This was found during inspection at the repair center. No adverse events were reported as a result of this malfunction.